Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer had noise errors on two ion-selective electrode (ise) modules and obtained questionable results for sodium, potassium, and chloride for four patient samples using the ise indirect na, k, ci for gen.2 assay on the cobas 8000 ise module (double). Of the data provided, only the sodium results for two patients, and the potassium results for one patient, were discrepant. All results are in units of mmol/l, and the initial results were auto-verified and released outside of the laboratory. The repeat results were deemed correct and corrected reports were issued. Patient a: the initial sodium result was 151 with a data flag; repeat result on another analyzer was 144. The field service representative (fsr) inspected the instrument and replaced the sipper solenoid. The customer performed calibration and quality controls which passed. The analyzer ran to specifications. Patient b: on (B)(6) 2017, the initial sodium result was 151 with a data flag; repeat result on another analyzer was 141. The initial potassium result was 4.7; repeat result on another analyzer was 5.5. The customer stated that there was "air in the line" for one of the ise modules. The fsr checked the instrument again and flushed the two ise modules and cleaned nozzles. He checked and ran the instrument, and it ran according to specifications. No adverse event occurred. The sodium and potassium electrode lot numbers and expiration dates were not provided. Investigation activities are ongoing.

Manufacturer narrative:
The customer has not had further issues since the service activities. A specific root cause could not be identified. Possible root causes could be a calibration error or a mis-sampling issue due to improper pre-analytics.